Event description:
Baxter product surveillance contacted the care giver (cg) on (B)(6) 2012 the regarding reported problem. The cg stated that they did have an alarm when they found the reported problem; the cg stated the alarm was a check patient line. They stated when this alarm occurred they noticed that the solution was not flowing very well into the patient line. They stated this alarm occurred during prime. The cg stated they resolved the alarm by taking the old bag off and adding a new one to the same line, the cg stated that the patient continued therapy fine. This writer advised the cg to start over with all new supplies next time, when they find themselves in a similar event. The cg stated the patient has been doing fine and has not needed any medical intervention. The cg stated they no longer have the samples available for evaluation, and they already provided the lot number of the solution bag. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not available. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.